Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31047859 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Coil unraveling is indicative of the application of excessive force, possibly in an attempt to overcome the reported resistance. Excessive force applied to a coil through repeated coil deployments or manipulation can increase the possibility of premature detachment. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization to an anterior communicating artery aneurysm, the physician filled the aneurysm with an orbit galaxy coil (640cf0510, 31047859). However, it was found that the coil was unraveled/stretched. The physician retracted and removed the coil and microcatheter (other brand) from the patient. Then the physician switched a new coil, a new microcatheter and a new syringe to complete the surgery. The surgery was prolonged about 30 minutes. The patient is in a stable condition now. Additional event information was received on 09-sep-2024 indicating that this was the first coil used in the procedure. There was no blood flow restriction/reduction as a result of the event. There was resistance encountered prior to the coil becoming unraveled. The 30 minutes surgery prolongation was clinically significant.